Manufacturer narrative:
The sample is not available for investigation. Attempts are being made to obtain additional information regarding this incident. The incident is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted. Submitted: 08 may 2007.

Event description:
Dr. Reported that he had a patient claim there is a piece of the catheter still in the patient's hand. The doctor delivered the patient's baby two weeks ago and when the catheter was removed there was no indication the catheter had broken, but the patient felt discomfort where the catheter was. The patient went to a hand surgeon and the hand surgeon also agrees there is something in her hand. The hand surgeon wants to do a cut down to find the piece of catheter, but dr. Didn't think it was necessary. X-rays were taken and nothing was found. Dr. Said he would call back if there was any new information regarding the cut down.